Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that there was a needle stick hole in one of the cylinders from the prior surgery. No more information available through physician. Should additional information become available, it will be provided.